Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unstable release crimper and collet break found during return device analysis. It was reported that during device preparation of the clip delivery system (cds) there was resistance noted when turning the arm positioner to close and the clip would not close. Troubleshooting was performed by locking and unlocking the clip; however, the results were the same. The cds was exchanged for a new one to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. Subsequent to the initially reported information. The device analysis found that the release crimper was unstable and there was a break in the collet. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported clip close inability. The reported resistance on the arm positioner was not confirmed. However, the release crimper was noticed to be unstable. Furthermore, a broken collet was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported clip close inability is a cascading effect of the observed broken collet tine. A cause for the reported resistance when turning arm positioner could not be determined. The investigation determined that the observed broken collet tine and unstable release crimper appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.